Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during investigation, the keypad was found to be intact with all buttons responding appropriately. The pump was opened to find no contamination under the keypad button contacts, and the keypad flex connector was intact. No moisture damage was found on the keypad connector or keypad flex. However unrelated to the original complaint, visible moisture was found behind the display lens. Additionally, a leak test was performed which the pump failed due to a display lens leak. The pump was opened to find evidence of moisture internally on the force sensor flex. A battery compartment crack was found below the bumper at the case seal with no leak detected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also alleged that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.